Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the belt failed incoming functionality testing. The cause for the failure was isolated to the pulled trunk cable that broke the j702 connector on the dn pca. The root cause for the pulled cable was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.